Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was originally reported that the patient had an esd (electrostatic discharge) event, which upon further log file analysis it was determined that it was a true driveline disconnect. It was reported that the disconnect was due to the modular cable loosening. The modular cable was not exchanged. It was determined that the modular cable came loose during sleep and there have been no modular cable issues since then.

Manufacturer narrative:
Sections d4, h4: additional information. Sections b5, d11: correction. Related manufacturer report number not included in previous report. Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via the log file. The log file showed one instance of the pump dipping below it¿s low speed of 5400 rpm. This stoppage occurred on (B)(6) 2020 at 05:07:32 and ended at 05:07:43. The alarms active at the time of this event confirm that the driveline was disconnected during this time period. Although no product was returned for analysis, it should be noted that per design there is a safety lock that is intended to prevent accidental disengagement of the driveline. In order to disengage the driveline, the safety lock must be rotated to the unlocked position. Afterward the red button beneath the safety lock must be pressed firmly while pulling the driveline connector from the socket. The device history records were reviewed and the records revealed the heartmate 3 controller (serial no. (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook was available for use at the time of the event. Section 4, entitled ¿living with the heartmate 3¿, has a section covering a pre-sleep checklist and information regarding sleeping in safe positions. The section entitled "connecting the driveline to the system controller" states after connecting the driveline. Move the safety lock to the locked position, so that it covers the red button. The safety lock cannot move to the locked position unless the driveline is fully and properly inserted. If the safety lock does not fully cover the red button, the driveline is not connected. Disconnect and reconnect the driveline. Tug on the inserted metal end of the modular cable to check the connection. Do not pull on or bend the driveline. If there is a problem with the connection, the system controller immediately alarms with a driveline disconnected alarm. This is a hazard alarm the section entitled ¿disconnecting the driveline from the system controller¿ states to disconnect the driveline, rotate the safety lock to the unlocked position. Firmly press the red button under the safety lock, while pulling the controller driveline connector from the socket. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-04310.